Manufacturer narrative:
No evaluation has been performed as the resolution was confirmed on-site. Issue resolved on call with manufacturer.

Event description:
A medtronic representative reported that while in a cranial resection case, while actively using the navigation system, the system lost video and showed "no input display". The connections to the video chain were verified with no change. While on the phone, the site verified that the video splitter was not receiving a signal (the active light was not lit). The system was restarted after all connections were verified and the system video resumed normally. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.